Event description:
The caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging, cts also sent new charging supplies which did not resolve the issue. Cts replaced pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin.